Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 102 mg/dl, compared with the sensor reading of 60 mg/dl. The customer stated that she calibrated and the sensor continued to show inaccurate readings of 49 mg/dl and 64 mg/dl. The threshold suspend limit was set to 60 mg/dl. She stated that she did not have any symptoms of low blood glucose. She was advised to monitor the issue and call back if the issue persisted.